Event description:
The operative notes for this patient indicate that on (B)(6) 2012 all asr components were removed and replaced with a pinnacle cup, biolox ceramic head and s-rom stem. A further revision took place on (B)(6) 2012 due to dislocation and the stem and head were removed. Since this is a revision of non-asr products, I am transferring this information to you. The asr revision is logged under (B)(4).

Manufacturer narrative:
The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the lot in mfg facility (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.